Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Stomach perforation, infection, and inflammation are surgical and physiological events and device analysis usually does not assist allergan in determining a probable cause for the reported alleged events. Further information from the reporter regarding the serial number had been requested; however, the patient could not recall that information and does not have documentation on this. Device labeling addresses the reported event of stomach perforation as follows: "caution: do not push the tip of any instrument against the stomach wall or use excessive electrocautery. Stomach perforation or damage may result. Stomach perforation may result in peritonitis and death." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."

Event description:
Patient reported an infection and damage to the stomach. The patient described the alleged event(s) as follows: "I had a lapband placed last [month] and for whatever reason it tore a hole in my stomach two weeks later. I was in intensive care with peritonitis and was septic." The patient does not know her implanting or explanting physician's names, or the device information, therefore, further follow-up with the patient's surgeon(s) is not possible. Additional information has been requested from the patient.